Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer cross checked the flow sensor, exhalation valve body, and exhalation diaphragm, but the problem remains unresolved. All transducer tests were completed, but the circ. Press failed. Transducer tests were performed; the turbine diff and exhalation diff passed, but the circuit pressure failed. After that, the customer attempted transducer calibration and discovered that exhalation pressure calibration failed. After that, the device was cross-checked with another working main pcb and the ventilator is functioning properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having a transducer fault alarm prior patient use. The customer confirmed that there was no patient associated with the reported event.